Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was attempted to be used in the bile ducts during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure to treat stones in the bile ducts performed on (B)(6) 2025. During preparation, the device was unable to be inserted into the scope. Physician noticed that the tip was bent, unable to bow, and bowing out of plane. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned jagtome rx 39 was analyzed, and a visual inspection found that the working length and the cutting wire were kinked. During functional testing, the device was actuated and the was able to bow and unbow inside and outside of the scope and it bowed in plane. The guidewire was found in good condition. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation, by the interaction between the device and a hard surface or after actuating the device several times. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.